Manufacturer narrative:
Pump had cracked case at display window corner, reservoir tube lip, detached end cap and minor scratched display window.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that the entire end of the insulin pump is loose and coming off. Customer's blood glucose was 198 mg/dl. Customer was advised that insulin pump would need to be replaced.